Manufacturer narrative:
The date (B)(6) 2017 is considered an approximate date of explant (specific year known only). Analysis of the pump on 2017-apr-04 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, the following medications were being administered via simple continuous infusion mode as of (B)(6) 2016: baclofen with concentration 3,000.0 mcg/ml at a dose rate of 1,301.1 mcg/day and morphine with concentration 100.0 mcg/ml at a dose rate of 43.37 mcg/day.

Event description:
Information was initially received from a mortuary on 2017-jan-17 regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury / disease. It was reported that the patient had expired on (B)(6) 2016. The patient was noted as having been in hospice facility at the time of her passing. The admitting diagnosis was unknown. The cause of death was unknown. It was further noted as being unknown if the death was thought to be related to the patient¿s device or therapy. It was unknown if there were any allegations against the device. It was unknown if an autopsy was being completed or if there were medical records for events/procedures leading up to the patient¿s death. It was unknown if there were any medical procedures/events leading up to the patient¿s death. The reporter provided contact information for the hospice facility. Non-pump drug information was unknown. The reporter did not have any further information. The mortuary was calling the manufacturer about cremation that was set for tomorrow ((B)(6) 2017). It was discussed that the pump should be explanted prior to cremation. The device was to be explanted and was to be returned to the manufacturer. A return mailer kit was ordered. On 2017-jan-26 additional information was received from a physician¿s office via a company representative. The facility did not know the specific cause of the patient¿s death, but did state they did not believe that it was related to the pump. It was further stated that the patient had been sick for some time and was on hospice. It was again stated that they had no indication that it was anything related to the pump. The patient¿s pump and partial catheter was returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the drug partner on (B)(6) 2017. On (B)(6) 2016, the patient¿s treatment included baclofen 3000 ug/ml at 1301.1 ug/day and morphine 100 ug/ml at 43.37 mg/day. On (B)(6) 2016, 2 motor stalls with recoveries occurred with the patient¿s pump. A third motor stall occurred on (B)(6) 2016 at 21:42 with no recovery (per pump logs). On (B)(6) 2014, the patient was hospitalized for pneumonia and later discharged for further care. Baclofen was not discontinued in response to these events. No additional information was provided.

Manufacturer narrative:
Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-10. It was reported that there did not seem to be correlation between the intrathecal pump and the patient's death. It was stated that the patient's weight at the time of the event is unavailable, as the patient would always arrive to her appointments in a gurney. Per the nursing home that the patient was staying at up until her passing, her last weight was taken was on (B)(6) 2016; it was reported that she weighed (B)(6) pounds.